Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal conductor was cut, distal conductor and proximal conductor had blood/body fluid, outer insulation melted, outer insulation breached cut and had white substance. The full lead was returned and analyzed. Apparent explant damage. (B)(4) no anomalies found. All conductors had blood/body fluid, outer insulation melted and had white substance. The proximal segment of the lead was returned and analyzed. Apparent explant damage. (B)(4) no anomalies found. Blood/body fluid on outer tubing overlay. The proximal segment of the lead was returned and analyzed. The 6949 device is part of the advisory for this model.

Event description:
It was reported the system was removed due to infection. Additional information was received from the hcp reporting that several days after the system extraction due to wound infection, the patient experienced a deep vein thrombosis, hypotension during the procedure, and a large hemotoma with swelling, pain and a small amount of bleeding over the area. No further patient complications were reported and all adverse events are considered resolved per the hcp.